Event description:
It was reported that the patient received an alerts for non-sustained lead noise due to pvcs. Device reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.